Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the active tip indicates signs of activation. There is evidence of melting at the 3 o'clock section of the manifold. There is nothing physically broken on the tip or insulation as reported. There is only a crack on the manifold of the tip. No functional test was conducted to avoid further damage. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A CAPA has been initiated at the supplier to investigate and determine a root cause for this failure. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that the product stopped working soon after the surgery had started. It seemed that the tip of the probe was broken. When the probe was replaced to another product and connected to the same vapr 3 system, there was no problem and completed the case. Nothing was left in the patient. The probe used at the surgery was brand new device. The surgeon was expert with this device and the incident was occurred for the first time at the hospital.